Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the meter was displaying an error 1 message. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The meter has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned to animas and evaluated on 12/01/2014 with the following findings: the meter powered up normally and was paired successfully with a test pump. No errors occurred during testing. An error 1 error sub code 17: initializing rf failed was observed in the meter download. The complaint was verified in the meter download but could not be duplicated during the investigation.